Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one one-link needlefree ivconnector in which the IV tubing popped of the IV line during use in the intensive care unit (ICU). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not available. Therefore, the reported condition could not be confirmed and a root cause could not be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. If additional information becomes available, a follow-up report will be submitted.